Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the sales representative tried to interrogate the device, but it did not respond. No ECG appeared on the display. Interrogation was successful after a second attempt. The device was implanted. No patient complications were reported as a result of this event.